Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: extended hospital stays.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively in a sigmoid colectomy procedure, the device had four staple line issue in two weeks, all were present with post op bleeding 3 were post op rectal staple line bleeders and one CT scan was performed and a staple line hematoma was visible. There was a tissue damaged due to the event. They monitor the patient. The patient was alive with injury.